Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint was reported through a research article and specific patient and case information is not available. Based on the limited available information, a definite cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. Attachment: literature titled, two-year outcomes after percutaneous mitral valve repair with the mitraclip system: durability of the procedure and predictors of outcome.

Event description:
This is filed to report single leaflet device attachment (slda). The article identified the following may be related to the mitraclip: partial clip detachment (single leaflet detachment/slda). Details are listed in the attached article, titled "two-year outcomes after percutaneous mitral valve repair with the mitraclip system: durability of the procedure and predictors of outcome." No additional information was provided.